Manufacturer narrative:
Usually for guide wire tip damage of this nature, the core is subjected to tensile or torsional loads beyond it design limits causing the distal tip to detach. Typically, the fracture site shows the core was exposed to forces consistent with those applied through pulling, torquing and manipulation. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire. The IFU states "do not push, anger, withdraw, or torque a guidewire that meets resistance". Nonresorbable materials left unretrieved in the body is a known risk. The separation appears to be related to case circumstances and not to any quality issues.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: a portion of the guide wire remains in the patient's anatomy. Device issue: a guide wire separation. It was reported that an unknown stent was successfully implanted in the intended lesion. When the bmw universal guide wire was being removed from the patient, the guide wire jailed to the stent. The physician tried to remove the bmw universal by pulling it; however, the bmw universal frayed and a piece of it separated and remained fixed into the stent. The physician reported that it was not possible to see the bmw universal piece under fluoroscopy (brilliance amplificator). A portion of the guide wire remained in the patient. Several attempts were made to retrieve the fragment; however, only part of it was retrieved. Reportedly, there were no patient effects. No additional event or patient information is available.